Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Oversensing was noted on the stored electrogram. Programming changes were discussed; no intervention was reported.